Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 476 mg/dl. The customer had symptoms such as headache and treated with insulin pump. Customer's blood glucose value was 383 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 3 weeks prior to call. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer also declined high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.